Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation (mr) and prolapsed posterior leaflet for a mitraclip procedure. The first clip was prepared and operated per instructions for use (IFU). After grasping, the clip passed both final arm angle tests during the deployment sequence. After the clip was deployed, it opened to approximately 20-30 degrees. An xt clip was deployed lateral to stabilize the first clip. The mr was reduced to grade <1. There were no adverse patient sequelae or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, a cause of the reported unintended movement (clip open - locked), associated with clip opening to approximately 20-30 degrees after deployment, could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event and the imaging provided by the account were further reviewed by the clinical r&d (research and development) staff engineer, and the reviewer stated the following: one (1) fluoroscopic still image was provided in which two fully deployed clips can be visualized indicating the image was taken post deployment of the second clip (no reported issue). The image quality is poor (low resolution and contrast) making assessment difficult. It was reported that after the first implanted clip (reported device) was deployed it was observed to have opened to ~20° - 30°. A second clip (no reported issue) was implanted lateral to the first clip for stabilization. In the image, the lateral clip (right) is obscured by the transesophageal echocardiogram (tee) probe such that the clip arms cannot be visualized. Presumably, this clip is the second implanted clip with no reported issue. The medial clip (left, reported device) is angulated relative to the fluoro view such that visualization of the bottom clip arm is obscured, making assessment challenging. Considering this limitation, the clip arm angle appears to be roughly ~25° - 35°. This is an estimation based on visual assessment with the naked eye and is not confirmed. The clip arm angle appears consistent with the reported issue that "after the clip was deployed, it opened to approximately 20-30 degrees". No pre-deployment cine of the reported clip was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), if and/or by how much the clip opened prior to mechanical separation. There are no other observations based on the image provided.